Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the pen ii organon puregon® pen second gen that there was a malfunction. The following information was provided by the initial reporter: we recently started using the puregon pen from msd. After a single correct function it failed on the following day and a triggering was no longer possible due to a "blockade" of the pen. One weekend we had to contact the emergency service of our fertility clinic in order to receive a new pen the next day. They also confirmed that we had used the pen correctly and that it was defective. The problem with non-functioning msd pens is already known there and has occurred several times. By experimenting with various new pens in practice, we have lost several millilitres, which means a considerable reduction in the quality of therapy for us. The therapy plan also had to be adapted due to the delayed administration of medication (only possible on the following day). Possible consequential damages (physical as well as psychological) are not yet foreseeable. In the sense of drug safety (drugs/medical devices) this is definitely not to be answered for.

Manufacturer narrative:
Investigation:zero (0) samples were provided to bd medical-pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record's review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported during use of the pen ii organon puregon® pen second gen that there was a malfunction. The following information was provided by the initial reporter: we recently started using the puregon pen from msd. After a single correct function it failed on the following day and a triggering was no longer possible due to a "blockade" of the pen. One weekend we had to contact the emergency service of our fertility clinic in order to receive a new pen the next day. They also confirmed that we had used the pen correctly and that it was defective. The problem with non-functioning msd pens is already known there and has occurred several times. By experimenting with various new pens in practice, we have lost several millilitres, which means a considerable reduction in the quality of therapy for us. The therapy plan also had to be adapted due to the delayed administration of medication (only possible on the following day). Possible consequential damages (physical as well as psychological) are not yet foreseeable. In the sense of drug safety (drugs/medical devices) this is definitely not to be answered for.